Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior, smooth opening on posterior, creases fold and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a smooth opening on posterior assessed as smooth opening a sharp opening on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.